Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported that a patient was escalated from impella cp to impella 5.5 due to limb ischemia. The patient was on impella 5.5 support and despite the impella cp being removed, the leg continued to be ischemic due to clots throughout the leg. The patient was taken emergently to the operation room for femoral-popliteal bypass. After, the patient became increasingly acidotic, went into rhabdomyolysis, and care was withdrawn, the patient expired.

Manufacturer narrative:
The investigation of limb ischemia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.